Event description:
Patient presented to emergency department (ed) in diabetic ketoacidosis and was admitted to intensive care unit. Patient responded quickly to treatment and was transferred to acute care unit the next day and discharged home. Parent reported that child had received a luxura insulin pen at a prior clinic visit for use on insulin coverage, since it could administer insulin in 0.5 unit increments. Stated had not used it until 3 days prior to emergency department presentation, as was using humalog quick pens that they had an active script for. Had run out of the quick pens, so 3 days earlier started to use the luxura insulin pen. It had a cartridge in it and was using that for insulin coverage. Prior to coming to emergency department, the mother looked closely at the luxura pen and saw an expiration date of 2013 on the cartridge and thought she had been giving the child outdated insulin. Brought pen with her to ed and when hospital staff looked more closely at it and removed cartridge, realized it was the saline cartridge that is used for teaching/demonstration purposes (never used for injecting into patient). It was realized at that time that the saline cartridge had not been removed during the clinic visit to provide the luxura pen home, and that the parents had never obtained the insulin cartridges that had been prescribed for use with the pen. Concern is that the saline cartridges provided by the company for teaching purposes are not well marked and are hard to read when in the luxura pen. Staff wondered if it is possible to have better labeling of the saline cartridge that would make it easily distinguishable from the insulin cartridges. The fact that saline cartridge was expired is not an issue as this is what they supply for demonstration purposes of how to load the pen and dial the correct dose. Doctor had mentioned contacting company about the labeling, but I wanted to submit report as well. Unknown if doctor contacted eli lilly.

Event description:
Patient presented to emergency department (ed) in diabetic ketoacidosis and was admitted to intensive care unit. Patient responded quickly to treatment and was transferred to acute care unit the next day and discharged home. Parent reported that child had received a luxura insulin pen at a prior clinic visit for use on insulin coverage, since it could administer insulin in 0.5 unit increments. Stated had not used it until 3 days prior to emergency department presentation, as was using humalog quick pens that they had an active script for. Had run out of the quick pens, so 3 days earlier started to use the luxura insulin pen. It had a cartridge in it and was using that for insulin coverage. Prior to coming to emergency department, the mother looked closely at the luxura pen and saw an expiration date of 2013 on the cartridge and thought she had been giving the child outdated insulin. Brought pen with her to ed and when hospital staff looked more closely at it and removed cartridge, realized it was the saline cartridge that is used for teaching/demonstration purposes (never used for injecting into patient). It was realized at that time that the saline cartridge had not been removed during the clinic visit to provide the luxura pen home, and that the parents had never obtained the insulin cartridges that had been prescribed for use with the pen. Concern is that the saline cartridges provided by the company for teaching purposes are not well marked and are hard to read when in the luxura pen. Staff wondered if it is possible to have better labeling of the saline cartridge that would make it easily distinguishable from the insulin cartridges. The fact that saline cartridge was expired is not an issue as this is what they supply for demonstration purposes of how to load the pen and dial the correct dose. Doctor had mentioned contacting company about the labeling, but I wanted to submit report as well. Unknown if doctor contacted (B)(6).